Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d4 catalog number was corrected. Failure to advance: the cause of failure to advance was most likely patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature (tortuosity). Pd-any device-(twist, bent, kinked): the cause of pd-any device-(twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature (tortuosity). Hemodynamic instability: the cause of the injury can not be determined as insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in an 80-year-old male patient presenting for high-risk percutaneous coronary intervention (hrpci), scai shock stage a, with a history of known coronary artery disease (cad), renal insufficiency, and dialysis dependence. During the procedure, the impella cp could not advance past tortuosity of the common femoral artery when attempting placement over the 0.018" impella placement wire. The physician suggested stiffening the back half of the placement wire for additional support into the aorta. Advancement attempts were unsuccessful, and a catheter kink was identified. The reported events include failure to advance, product damage and medical device removal. The failure to advance is most plausibly related to patient-specific anatomic tortuosity. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during device removal; however, the removal was performed with no consequence to the patient.